Manufacturer narrative:
Date of the event: (B)(6) 2015. Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm.

Event description:
A report was received that the patient was admitted to the hospital with a systemic infection and an open wound at the left lead site. The infection was near the lead site and may have overlapped the lead a bit. The patient's symptoms were soreness and swelling. The open wound was vacuumed, drained, and closed by surgical intervention. The patient was also prescribed antibiotics. The physician assessed that the infection was not due to the device.

Manufacturer narrative:
Additional information was received that the patient returned to the hospital due to a flare up of the infection. The infected area was surgically opened to wash out a second time. The physician stated that the infection appeared after a procedure but believes the infection is a result of something the patient had prior to the mentioned procedure.

Event description:
A report was received that the patient was admitted to the hospital with a systemic infection and an open wound at the left lead site. The infection was near the lead site and may have overlapped the lead a bit. The patient's symptoms were soreness and swelling. The open wound was vacuumed, drained, and closed by surgical intervention. The patient was also prescribed antibiotics. The physician assessed that the infection was not due to the device.